Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in patient for endovascular treatment of a 5.9 cm abdominal aortic aneurysm. The patient has a very calcified aortic neck. It was reported that during the index procedure, a proximal type I endoleak was observed on the final angiogram. The physician implanted a stent at the level of the renal arteries in the proximal aortic neck. The endoleak was resolved. Per the physician, the cause of proximal type I endoleak was due to patient's anatomy, calcified aortic neck. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation results are: review of two still angiogram images during the index procedure confirmed that the patient has an endurant stent graft system implanted. The bifurcate was positioned just below the left lowest renal artery. The contra gate opened on the left side. The contra limb was implanted into the contra gate with over 3 cm overlap. The ipsi limb of the bifurcate was implanted on the right side. Per the calibrated catheter, the proximal od of the bifurcate measured approximately 22 mm, l-r. The infrarenal aortic neck angle measured approximately 30 degrees l-r, relative to the iliac arteries. The neck angulation in the a-p could not be assessed. Contrast injection with injector placed just above the suprarenal stent showed contrast along the left wall of the bifurcate stent graft, feeding the aneurysm sac; the contrast is possibly from a proximal type I endoleak. A stent was seen implanted inside the bifurcate stent graft, positioned just below the left renal artery. The proximal bifurcate od with the stent implanted measured approximately 25 mm, l-r. Contrast injection after the implant of the stent showed no evidence of contrast feeding the aneurysm sac. The renal arteries and both limbs were patent; no other obvious stent graft issues were seen. The pre-implant films, films during implant and films post implant were not provided. The exact cause of the proximal type I endoleak could not be conclusively determined from the two images provided. It is possible that calcified aortic neck may have contributed.